Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x zso-7-10 device of lot number unknown involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zso-7-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with zso-7-10 devices. It should be noted that the instructions for use (ifu0045) states the following: care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent. Select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: the complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert zso-7-10 into the cbd. The nurse opened the package of the zso-7-10 and tried to make the pigtail part to be straight with sraightner and pass it through the visi2 .025" straight wire. However, the wire did not pass, and the stent showed that the pigtail part was bent in several places.the guide wire couldn't pass, so the nurse used the new zso-7-10. On 2021-02-05 initial reporter's additional comment: it was judged that there was no problem with the wire, and the wire could not pass because the stent was bent, so only the stent was replaced. Customers previously used boston's double pigtail stent, and recently started using zso. They said the pigtails are more fragile than boston's products. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.